Event description:
It was reported that during a percutaneous interventional procedure (pta) a balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified popliteal artery. A sterling es otw 3mm x 20mm x 143cm balloon catheter was advanced to treat the target lesion. On the second inflation, the balloon ruptured. The procedure was completed with a non-bsc balloon. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR: visual and tactile inspection of the returned device revealed dried blood was present on the outer surfaces of the device and the proximal hub and shaft presented no damage or irregularities. Microscopic examination of the distal end of the catheter revealed a longitudinal tear in the balloon wall. The tear was approximately 10 mm long. Magnified inspection of the balloon material at the edges of the tear presented no indication of an initiation point or any material or manufacturing deficiencies that could have contributed to the formation of the tear. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous interventional procedure (pta) a balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified popliteal artery. A sterling es otw 3mm x 20mm x 143cm balloon catheter was advanced to treat the target lesion. On the second inflation, the balloon ruptured. The procedure was completed with a non-bsc balloon. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(6). (B)(4).